Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the replacement procedure, noise was observed on the ventricular channel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular set screw on the implantable pulse generator (ipg) was stripped and they were unable to remove the lead from the header even after removing the grommets. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.